Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the screw of the reamer twisted off in the driver during surgery.

Manufacturer narrative:
The driver is in good condition and shows no damage. The reamer is returned with the threaded portion of the locking screw missing. Dimensional measurements and material hardness of the locking screw are conforming to print specifications. The spoke reamer exhibits wear & tear that indicates use while in the field. Review of receiving inspection report indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. This device is used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. No probable cause is determined with the available information.